Manufacturer narrative:
A service engineer (se) inspected the device and found associated error codes in the unit's memory; however, the customer did not want the unit repaired. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a red alarm and stopped delivering breaths to the patient. The patient was placed on an alternate ventilator without harm.